Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5082965); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) misfired on the t-wave causing cardiac arrest with a code blue initiation and the patient was transferred to the intensive care unit (ICU). The status of the epg is unknown. No further patient complications were reported.